Event description:
(B)(4). It was reported that a guide wire separation occurred and remained inside the patient. The stenosed target lesion was located in the middle of the left anterior descending artery (lad). A 1.75mm rotalink¿ burr and a 330cm rotawire¿ and wireclip¿ torquer were used for treatment. During procedure, the lesion was wired utilizing the rotawire. The physician initially utilized a 1.5mm rotalink plus burr and decided to upsize to a 1.75mm burr. Upon platforming of the 1.75mm burr, the was observed that the wire snapped in half and the rotaburr cut the wire. The physician decided to remove the wire from the lad, however, the tip of the wire came off and lodged within the middle lad. It was further described that the radiopaque tip of the wire separated from the distal shaft of the wire. Manipulation was done using an unspecified balloon and was able to get the wire back to the lad proper, however, the wire migrated distally into a small branch of the distal lad. The procedure was completed with a different device. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).